Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a no delivery alarm. The customer's blood glucose was 355 mg/dl at the time of incident and the current blood glucose is 273 mg/dl. Troubleshooting was performed on the insulin pump but the high pressure testing failed. The customer reported that the no delivery alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with correct time and date and monitored, no time anomalies were noted. Device received with minor scratched display window, case and keypad overlay.